Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they felt a sudden "shock" down their leg while standing at work and suddenly knew the device was no longer working because they couldn't feel stimulation anymore. The patient attempted to interrogate their device with their patient programmer (pp), but the image displayed showed the doctor and the phone to call their physician. The patient was asked by medical staff if they had fallen or done any strenuous activities, but the patient said "it just happened"; they weren't lifting anything heavy. They also noted they work in the infant room of daycare. On (B)(6) 2020, they were seen in office by one of the managing hcp's medial assistants (ma) who ran an impedance check and battery life check. The ma noticed the patient had been on standard programs 1-4 in the past and all programs had amplitudes less than 1.4ma showing. When they were seen in office, they were at 0.7ma on program 4. When running the impedance check, all values were less than 4000 ohms. When running the battery life check, end of service (eos) was observed. At that time, the ma was unable to make any other changes with the device so she decided to have the patient get an x-ray to see the device and lead. On (B)(6) 2020, the rep was called into the office and informed about the issue and shown the x-ray. Per the rep's judgement, there were no issues with the device or lead that could be seen from the images. The rep determined it was likely a battery issue and would need to be replaced. As a result of what was reported, the patient is scheduled for battery replacement on (B)(6) 2020. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the device was explanted on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) njy361368h revealed the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.